Event description:
At 8:30 am, nursing supervisor stated that a pt was lethargic, difficult to arouse, red in color and panting. The blood glucose (bg) was checked with the meter and it was 308 mg/dl. Paramedics were called and arrived approximately 20 minutes later. Bg was taken again and the result was 532 mg/dl. Pt was admitted to the hospital. The pt ate a shake and drank a glass of milk for breakfast. Pt is on glyburide and insulin 70/30. Medications were administered in the morning.